Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and g5 mobile application. Patient's mother received an alarm on her phone at 02:58a.m. Patient's mother went to check on the patient and found her unresponsive and diaphoretic. Patient's mother reported that the bed was soaked around the patient's head. Patient's mother tested the patient's blood glucose which was 40mg/dl. Patient's mother tried waking the patient up, and put the patient in the upright position. Patient became responsive and patient's mother asked the patient if she could drink something which the patient responded "yes". Patient's mother gave patient juice and asked her husband to call 911. Patient's mother reported that the firemen arrived and gave an amp of d50. Patient's blood sugars began to rise and did not need to go to the hospital. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed; however; it was verified that the transmitter battery performed well and lasted it's battery life. Gaps were observed through the data log but the customer complaint could not be confirmed with the returned transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.